Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium large clip applier instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The grip clip test was performed and failed multiple times. The clip was able to be installed onto the grip tip, but the clip was unable to successfully clip onto the tubing during in-house testing. No grip misalignment was observed. No engagement failures were observed during in-house testing. Root cause of this failure is not determinable. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. This failure likely caused the failed clip test observed. Root cause of this failure is attributed to mishandling/misuse. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typical attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the medium large clip applier (part# 470327-12 / lot-sequence# n11210322 - 0135) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on (B)(6) 2022 during a cholecystectomy procedure on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument would not engage. The clip was not deployed. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.